Event description:
Post closure procedure, a thrombus was detected. There was no malfunction of the device according to the reporting physician. No other details are provided due to the concerns about disclosing confidential patient data.